Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the trocar broke while pulling out the specimen. The cannula disengaged from the hub, this occurred at the end of the case while removing the specimen. The incision size was not increased. It could not be reported if there was operating room time extension, tissue damage or additional bleeding. The patient was obese. No patient injury was reported.

Manufacturer narrative:
(B)(4).